Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance trend was variable. The impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and the impedance trend was variable. On (B)(6) 2016, rv coil impedance spiked to 132 ohms up from a trend that had been in the 40-47 ohms range and then varied between 99-244 ohms. On (B)(6) 2016, svc coil impedance spiked to 169 ohms up from a trend that had been in the 47-58 ohms range and then varied between 134-254 ohms. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead had been varying. The rv defibrillation and superior vena cava (svc) coil impedance had also varied and gone above the normal range. A possible fracture of the rv lead was suspected. It was also noted that there was high impedance on the right atrial (ra) lead and oversensing of noise. A possible fracture of the right atrial (ra) lead was suspected. The rv and ra leads were capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.